Event description:
It was reported that during laparoscopic vaginal hysterectomy procedure, when the camera was placed into the trocar, a black plastic ring fell out of the trocar into the patient. It was retrieved. No pneumo loss or anything out of the ordinary occurred as a result. They continued the procedure using the same trocar once the plastic piece had been removed from the patient. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No broken or missing components were noted during evaluation. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.